Event description:
The event is reported as: there is a crack on the inspiratory tubing at the end of the circuit, close to the temperature probe. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially related to this complaint. The DHR also showed that the product was assembled and inspected according to specifications. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. The reported issue is originated in the corrugated tubing (which is a purchased component - p/n 10668-03), extrusion process. This process is under control of a vendor since this is a purchased component. A scar was opened to document the root cause and corrective actions.